Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6)) it was reported that on (B)(6) 2026, a 21mm epic max valve was chosen for a procedure. Post procedure, left apical pneumothorax was noted. Preoperative activated clotting time (act) was 106. Heparin was administered at 300 iu/kg. After the implant, in the operating room, the patient presented with cardiac tamponade and requiring re-sternotomy. A bleeding was noted in the aortotomy area and a blood transfusion was performed. The reason for post operative apical pneumothorax probably due to accidental interoperative opening of the right pleura. Final act was 126. Baseline international normalized ratio (inr) was 1.08. It was not measured intraoperatively. Postoperatively, it was around 1.36¿1.20. In the most recent lab test on (B)(6) 2026, the inr was 1.10. The bleeding from the aortotomy, which was reinforced with additional sutures. The patient also had a fibrinogen and platelet deficiency. They kept pleural drainage tube paved intraoperatively for one more day.

Manufacturer narrative:
An event of cardiac tamponade, pneumothorax and bleeding was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the root cause of the reported events could not be conclusively determined. Procedural factors may have contributed to the reported tamponade; however, this cannot be confirmed. The reported pneumothorax and bleeding appear to be related to reported cardiac tamponade. The reported surgical and unexpected medical intervention were results of case-specific circumstances as blood transfusion was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
Clinical information: (B)(6) - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2026, a 21mm epic max valve was chosen for a procedure. Post procedure, left apical pneumothorax was noted. After the implant, the patient presented with cardiac tamponade and requiring re-sternotomy. A bleeding was noted in the aortotomy area and a blood transfusion was performed. The reason for post operative apical pneumothorax probably due to accidental interoperative opening of the right pleura. They kept pleural drainage tube paved intraoperatively for one more day.